Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt cut an area on the external portion of the percutaneous lead while removing a diaper. It is suspected that the pump was stopped for approximately 26 minutes. The pt was transported to the emergency dept. The physician restarted the pump. The orange, green, and yellow wires of the percutaneous lead were found severed, and the red and black wires were damaged. The hosp staff used alligator clips to connect the severed wires. The pt was unconscious and was placed on ECMO support with the pump set speed lowered to 8400 rpm. A percutaneous lead repair was requested by the hosp staff due to the pt not being a candidate for a pump replacement. The percutaneous lead was successfully repaired by the MFR's technical support reps the following morning. Per additional info received, the pt was making progress; however, the pt had a slow recovery. When the pt was taken off bypass he began to deteriorate. It was reported that this was not related to the pump. The MFR received a device tracking form from the hosp that indicated that the outcome of the pt was "multi-system organ failure after cut driveline".

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(4). The device was not returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.